Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specific range. Insulin pump received with normal operating currents. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and received low battery alarm. The customer¿s blood glucose was 402mg/dl at the time of the incident. The customer reported that they had to change battery more often. The customer reported that the battery did not last more than 1 week. The customer isn't using a 620g or 640g pump with software version 2.6. The customer was advised to monitor the pump and to call back if the issue recurs. The insulin pump will not be returned for analysis.